Manufacturer narrative:
(B)(4).

Event description:
It was reported the lag screw pushed through head.

Manufacturer narrative:
Additional information - MDR report number 8010764-2016-00007 was filed under the wrong manufacturer registered site. Report number should be 1020279.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices shows the screws are all intact with no damage. The nail has damage to the hole that the screw pushed through. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the damage to the lag and compression screw holes in the nail body indicates that there was likely motion between the screws and screw holes in vivo. This damage could have also been caused during removal of the components. Inspection of x-rays at the time of revision showed that the lag screw appeared medially and proximally translated compared to the initial position after implantation. Based on the analysis conducted, the exact cause of failure was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.